Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced an adverse event. Patient stated that they made breakfast and was about to eat when he passed out. Patient's son called paramedics and gave the patient a glucagon shot. The paramedics arrived and gave patient an IV with sugar and water. Patient noticed that the continuous glucose monitor (cgm) was giving alerts, but he did not get to see the readings. While being transported to the hospital in an ambulance, the paramedics took a finger stick (fs) and his blood glucose (bg) was at 96 mg/dl. When patient was admitted to hospital at 9:00 am, his bg was checked again and it was 28 mg/dl. Patient was given another glucagon shot. Patient reported that he told a nurse that he needed to eat something. At 12:00 pm patient ate some mash potatoes, gravy, and apple juice. Patient's bg was checked again and it was 125 mg/dl. Patient was discharged at 3:00 pm. At the time of contact patient was feeling well. No additional patient or event information was provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.